Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present in the procedure. Available information suggests patient anatomy likely contributed to the event. Per event description, 'during the procedure anatomy complications were reported due to many scallops (5)'. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is MDR 1 of 2 for this event.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where during the procedure, there was a single leaflet device attachment (slda) with the second and the third device implanted. This case was already considered multi-device strategy. All devices were implanted in anterior-septal position (a/s). During the procedure anatomy complications were reported due to many scallops (5). There were no difficulties while removing sutures, nor any difficulty with imaging were reported. The first device was implanted successfully and was stable. After the release of the second device, an slda occurred. After the release of the third device, a second slda occurred. Starting tricuspid regurgitation (tr) was 4-5. When both slda were detected, tr remained at grade 3. Final tr was also grade 3. The patient was stable.